Event description:
It was reported that the customer¿s pump screen was dark and would not turn on, and the battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.